Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging the patient's blood glucose on (B)(6) 2016 was 540 mg/dl. It was reported the pump alarmed for a sensor error 1 code. During troubleshooting, it was determined the issue was attributed to use errors: the patient was not waiting 1 hour and recalibrating the sensor and the sensor pod was dislodged or the tape was peeling. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. There was no indication or allegation of a device malfunction. This complaint is being reported because the health issue was attributed to a use error.